Event description:
One box of strips in order had irregular shaped blood drop zone on end of strips. Found on several strips in each bottle. Patient did not check all strips in both bottles. Readings were inaccurate. Dose, frequency & route used: test 3 times a day. [See scanned pages].